Event description:
A customer reported an issue with touchscreen responsiveness on their pump, noting that the screen took longer than expected to respond to input and required several taps to function. There was no adverse impact to the customer's blood glucose level. Technical support explained that the pump prioritizes tasks, which can cause delays for lower-priority tasks, and provided best practice tips for interacting with the touchscreen. The customer understood and acknowledged the explanation.